Event description:
The recipient reportedly experienced a cholesteatoma and electrode migration. The recipient's device was explanted.

Manufacturer narrative:
This reportable event is currently being followed in MDR #3006556115-2018-00476. This is the final report.